Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during deployment of a 26mm sapien 3 valve in the aortic position, the balloon ruptured and the valve was unable to be placed. It was not possible to remove the devices through the femoral artery and a surgeon was consulted to remove the devices. A second 26mm sapien 3 valve was placed without any complication. At the time of the report the patient was stable. There was no problems with device preparation and there was no difficulty with valve alignment. There was no difficulty with the access vessel as it was not tortuous or calcified.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. During visual analysis it was observed that the nose tip assembly and balloon separated from the guidewire shaft, the balloon wings were flared out, the spring was stretched out, the balloon separated proximal to the I/c bond, there were gouges on the flex tip, and the valve struts were bent. During dimensional analysis, the double wall thickness of the crimp balloon was taken and found to meet specification. No relevant functional testing was able to be performed due to the condition of the returned device (balloon torn). The complaint was confirmed through visual inspection. Photographs of the device after the procedure were provided. In the photograph it can be seen that the balloon separated proximal to the inflation balloon /crimp balloon (I/c) bond area. Potential root causes for tearing of the crimp balloon material proximal to the I/c bond have previously been identified and documented in a product risk assessment (pra), as per management discretion. It was demonstrated that performing valve alignment in tortuous anatomy could result in increased alignment forces due to valve diving, in which the thv unseats (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and part of the crimped valve slides into the flex tip. The increased forces may cause weakening/tearing of the crimp balloon adjacent to the bond area if excessive force is used to try and achieve final alignment position. Although it was stated the aorta was not tortuous, performing valve alignment at a curved section of the aorta can still increase valve alignment forces. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tear in the crimp balloon proximal to the inflation and crimp balloon bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. It can be seen that the valve struts are bent, suggesting that the valve was caught on the sheath tip during retrieval. The valve being non-coaxial with the sheath tip (i.e. From not being flush with the flex tip) can lead to it getting caught during retrieval. Excessive use of force could then lead to the distal/nose tip separation, especially if the crimp balloon material was already separated, as it was in the complaint case. Although a definitive root cause is unable to be determined at this time, available information suggests that patient and/or procedural factors may have contributed to the complaint events. During manufacturing, all balloons are inspected for working length, balloon diameter, proximal and distal leg ID, proximal leg od, and double wall thickness. The balloon is inspected for mechanical damage and deformation. During flex tip assembly and bonding, all units are inspected for flex tip commingling. The nose tip/guidewire shaft bond is visually inspected. During the crimp balloon molding process, all units undergo 100% balloon dimensional inspection. Balloon distal ID, proximal ID, and wall thickness are inspected. Balloons are inspected for defects. All units undergo laser bond visual inspection. All units undergo balloon size commingling and visual inspection. During final inspection, all units undergo distal to proximal visual inspection. The entire device in inspected and reject for missing components, incorrect assembly, device damage (e.g. Kinks, cuts). All units undergo functional product verification (pv) testing. During pv testing the device undergoes visual inspection, device de-airing, bond inspections, visually inspect nose tip/guidewire shaft bond to ensure it is intact, visually inspect inflation/crimp balloon bond and discard any delivery system if bond is not intact or there is a tear present, retrieval force of the system through the sheath, balloon inflation/deflation time and inflation pressure, and inflation balloon/crimp balloon tensile force. All tested sample units from the lot are required to pass pv testing before the lot can be released. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. Review of complaint history revealed that the occurrence rate did not exceed the april 2018 control limit for the trend categories for delivery system ¿withdrawal difficulty¿ or ¿separated¿. Although, the control limit for ¿delivery system - damaged¿ was exceeded, no manufacturing non-conformances or IFU/training manual deficiencies have been identified in the completed investigations. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon torn, delivery system withdrawal difficulty through sheath, and distal tip separated were confirmed. A review of complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. Available information suggest that patient/procedural factors may have contributed to the events. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.

Manufacturer narrative:
During preliminary evaluation of the returned device, it was observed that the distal portion of balloon separated from the delivery system, the spring was stretched out, the crimp balloon was torn, and the balloon wings were flared out. Per the physician, the device came apart during attempts to withdraw the system. After that, the balloon with the valve had to be removed from the iliac artery by the vascular surgeon.

Manufacturer narrative:
During preliminary evaluation of the returned devices, the valve was returned crimped with a bent frame, the frame struts were bent outward at outflow side, and the frame appeared to be compressed at the center. The investigation is ongoing.